Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no observations or deviations were noted. The investigation of the needles found no failures. The needle electrical properties were within specification. Needle testing on vi system was successfully completed on all returned devices and operated in cautery mode for one minute with no issues.

Event description:
Prior to a cryoablation procedure, four iceforcec cryoablation needle and system tested fine with no issues to report. During the thaw the patient appeared to be twitching. The physician turned off the thaw and used passive thaw and the twitching stopped. The case was completed with passive thaw. The case was completed with no injury to the patient.